Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage which is as expected as the device was explanted due to an infection at the implant site with necrosis and device extrusion that did not respond to antibiotic treatment. Positive cultures for pseudomonas aeruginosa were found. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Therefore the device does not appear to be the source of the infection, but rather perioperative inoculation of bacteria through the skin. But its contribution to the severity of the infection cannot be ruled out. This is a final report.

Event description:
The recipient had a skin infection with necrosis at the implant site and was treated with antibiotics for 1 month. The device was visible through the wound. Reportedly, the surgical wound completely healed after initial implantation. The recipient has been explanted. The recipient has been implanted on the contra-lateral side.

Event description:
The recipient had a skin infection at the implant site, namely skin necrosis. 1 month of antibiotic therapy was provided. However, the device was visible through the wound. Moreover, the surgical wound completely healed after implantation. The recipient has been explanted. Re-implantation is scheduled for (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.